Event description:
Unomedical reference number (B)(4). Foreign: (B)(6). On (B)(6) 2022, the patient's mother reported that the patient experienced high blood glucose levels due to a bent cannula. The site location was the patient's abdomen. At the time of the incident the patient's blood glucose level was more than 33 mmol/l and the infusion set was changed on (B)(6) 2022 (in the morning). Subsequently, in the night of (B)(6) 2022, the patient was admitted to the hospital with blood glucose level of more than 33 mmol/l and ketones, and diabetic ketoacidosis. During hospitalization, the patient received some unspecified medication (drug name unknown) intravenously as corrective treatment. Further, the patient was admitted in the hospital overnight. At the time of this report (currently), the patient's blood glucose level was 16.3 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.